Event description:
It was reported that the patient therapy strength was deceasing on its own due to high impedance. As such, surgical intervention took place wherein the lead was explanted and replaced addressing the issue. Reportedly, effective therapy was confirmed post op.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.